Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When the surgeon was using the calcar planer on an accolade 2 broach the planer created metal shavings from the broach. The surgery continued as normal. It was noted that we may want to replace the broach because it may be damaged.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding metal shavings issue involving an accolade broach was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: not performed as medical records were not provided. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions: the exact cause of the event could not be determined because products were not returned. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
When the surgeon was using the calcar planer on an accolade 2 broach the planer created metal shavings from the broach. The surgery continued as normal. It was noted that we may want to replace the broach because it may be damaged.